Manufacturer narrative:
(B)(4). The device was manufactured from november 5, 2014-november 6, 2014. The device was received for evaluation. Visual inspection did identify any defects on the device. A functional leak test was performed and no leakage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid was found in the overpouch of a large volume infusor, indicating a leak from the device. This occurred before patient use. There was no patient involvement. No additional information is available.